Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip. Insulin pump was unable to perform minilink transmitter test due to lcd damaged.

Event description:
It was reported that the insulin pump had a crack in the center of the screen making the screen difficult to read. Customer's blood glucose reading at the time of the call was 5.8 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.